Event description:
It was reported that there was a discrepancy between how the orders interface is working between revisions d.03 and e during testing at a philips lab.

Manufacturer narrative:
(B)(4). It was reported that there was a discrepancy between how the orders interface is working between revisions d.03 and e during testing at a philips lab. A health hazard eval (hhe) was conducted at the philips andover location and the issue has been determined to be a health hazard if this were to occur at a hospital location. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.